Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
B3-date of event is estimated. Reporter phone number-06-6 8795111.

Event description:
It was reported that patient experienced an infection. As a result, surgical intervention was undertaken wherein the entire scs system was explanted to address the issue.